Event description:
I had bilateral lasik at (B)(6) eye institute on (B)(6) 2022. Since lasik I have lost contrast sensitivity in low light situations, my vision is not as crisp as it was with glasses, and also visual distortions in low light situations including glare/halo/ghosting/starburst. The visual distortions in low light prevents me from driving safely the majority of the time. My loss of night vision caused me to become dependent on others to travel to my job. I would have lost my job due to these complications/side-effects. I also developed dry eye and have increased floaters post-lasik. The dry eye causes my eyes to have frequent irritation including sensations of burning/blurriness/feeling like something is in my eye when nothing is there/grittiness/stickiness/redness. I had 4 floaters pre-lasik. Post-lasik I have slowly noticed at least 20 additional floaters in my field of vision. Post-lasik I went through a period of depression for approximately five weeks due to the near constant irritation and loss of quality of vision/life. FDA safety report ID # (B)(4).